Event description:
Product analysis of the handheld device and flashcard was completed. During the analysis, it was identified that the sync cable connector on the bottom of the handheld was damaged. The cause for the damage to the connector is most likely associated with mishandling of the device as it appears the connector detents are not being compressed when removing or manipulating the serial data cable, thus placing an extensive amount of force on the pcb and attached cable receptacle however no mishandling was reported. There were no anomalies noted with the returned flashcard. The flashcard and software performed according to functional specifications. The power cord was also returned and found to be functioning properly.

Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury. Describe event or problem, corrected data: initial report stated the power cable had not been returned to the manufacturer however it was therefore the information was corrected on this report.

Event description:
It was reported on (B)(6) 2012 that a programming system belonging to a company rep was not working. The rep stated that the handheld will not hold a charge well in that when he plugs the handheld in, he has to hold the handheld a certain way to get it to charge and then take care when setting it down to ensure that it does not become disconnected from the power source. There were no visual anomalies seen with the power cord or serial adapter cable. The rep was not able to determine if the issue was with one of the cables or with the handheld as there was not another programming system to troubleshoot. The rep was sent a new handheld and the handheld in question has been returned, however, the power cord was not returned. (B)(4) attempts to obtain the power cord have been unsuccessful. The handheld is undergoing analysis and device eval has not been completed at this time.